Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery balloon did not deflate properly. There were two lesions present; one lesion in the mid distal left anterior descending (lad) artery and one lesion in the ostial diagonal (dx). The lad was a moderate sized vessel that was severely tortuous in the distal portion. Proximally, there was a large diagonal off of the lad that was 90% stenosed in the ostial portion. There were some mild to moderate irregularities in the lad after this segment. There was a small 2nd dx off of the lad of which there was 80% focal stenosis present. The modified seldinger technique was used to cannulate the right femoral artery (rfa) and a 5 french sheath was placed. Angiography was performed with a jl4 catheter, jr4 catheter and a straight pigtail catheter. The catheter exchanges were done over the wire. The catheters were aspirated. Next, a q4 guide catheter was advanced and the lesion was wired. The mid distal lad lesion was direct stented with a taxus express2 2.50x 20mm drug eluting stent (des). Then a taxus express2 2.50x12mm des was advanced to the ostium of the dx. The delivery balloon was inflated on the first attempt and the des was deployed. Upon deflation of the delivery balloon, the balloon only partially deflated. The physician tried to deflate the balloon with a syringe but was not successful. The delivery balloon was finally removed intact by wiggling the device back and forth several times. There appeared to be a little bit of translation of tortuosity into the mid lad segment. An unspecified wire was passed into the lad and a gentle balloon angioplasty was performed with an unspecified balloon just under the area of the dx stent. After balloon angioplasty, there was good flow with only mild irregularities in the lad. The procedure was completed and there were no patient complications.